Event description:
It was reported through a referral request form that a vns patient was to undergo vns battery change and re-position. Follow-up was made with the patient's treating nurse who indicated the patient was referred for battery replacement as the patient was having an increase in seizures. The patient at the time of the increase was switched to new medications; hence, the relationship to vns therapy was unknown as well as pre-vns levels. Additionally, per the treating nurse, the last known diagnostics were from (B)(6) 2010 and were within normal limits. The patient underwent generator replacement surgery as scheduled and good faith attempts to obtain the explanted generator have been unsuccessful to date.